Event description:
It has been reported to philips that the system shuts itself off and will not boot up. The device was in clinical use. No patient harm reported. The healthcare provider used a c-arm to complete the case.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected onsite and confirmed that the system was not starting. As a part of troubleshooting fse found that the system wall breaker was in free trip position. Fse then performed a survey using rx monitoring and found that issue was caused due to hospital power which results the system to lose power. Fse reset the wall breaker. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recure. This scenario was assessed by a post-market surveillance clinical expert and the assessment is as follows: external power failures or outages may occur that can cause the azurion or allura system to not boot up/start up or shut down. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the azurion or allura device. Since the malfunction of an external power source would not be considered a device malfunction of the azurion or allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. Codes were updated based on the investigation outcome.